Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Intial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The report is 2 of 2 MDR reports from the same event. (See 3002806535-2013-00108/109).

Event description:
It was reported by patient's legal representative that patient underwent a total hip arthroplasty on (B)(6) 2007. The claim alleges patient has complaints, pain and increased blood ion levels. No revision procedure was reported. This report is based on allegations set forth in patient¿s notice and the allegations contained therein are unverified.